Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of the system error code 255-202-2 was confirmed during investigation. The issue is being attributed due to a defective power supply board. A review of the error logs showed eight (8) instances of 800.8000 error code (pcu15 general os failure) on 23sep2024 at 8:05 pm. A review of the battery logs showed that the charge accumulated fluctuated on 23sep2024 from 8:05 pm to 8:12 pm, going from sixty-two (62) to fifteen thousand eight hundred seventy-three (15873) in less than two minutes. Subsequently, it went from eighteen thousand one hundred eighty-nine (18189) to ninety-five (95) in five (5) minutes. A review of the event logs showed they were overwritten due to the use of the device. The battery conditioning procedure would test the charging circuitry of the suspect pcu and the condition of the battery. The pcu was plugged into ac power and was powered on in maintenance mode. The fast battery conditioning test was selected and started. After twelve (12) hours the duration of the test was noted to be at 00:00 without changing. The pcu was disconnected from the ac power. The suspect power supply board was replaced with a known-good part for laboratory testing purposes only, after replacing it, the pcu was powered on again successfully. Subsequently, the pcu was plugged into ac power and was powered on in maintenance mode. The fast battery conditioning test was re-attempted and successfully completed. The results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 4034 mah. The capacity was noted between 4000 mah and 4500 mah which is a battery good to use. The pcu was connected to the dchu lab power cycler fixture, after 30 minutes plugged into the ac, it was unplugged from the outlet for 30 minutes, and this process was repeated for 48 hours. After the completion of the 48 hours, there was no sign of the pcu shutting down, the device completed the test with no issues or errors noted. The pcu was power cycled twenty (20) times to check for any errors or alarms, the reported code was not reproduced. The bd alaris user manual v12.3.2 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Please replace power supply board as it was found defective during investigation. Device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace power supply board. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed software fault code 255-202-2. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed software fault code 255-202-2. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of the system error code 255-202-2 was confirmed during investigation. The issue is being attributed due to a defective power supply board. A review of the error logs showed eight (8) instances of 800.8000 error code (pcu15 general os failure) on (B)(6) 2024 at 8:05 pm. A review of the battery logs showed that the charge accumulated fluctuated on (B)(6) 2024 from 8:05 pm to 8:12 pm, going from sixty-two (62) to fifteen thousand eight hundred seventy-three (15873) in less than two minutes. Subsequently, it went from eighteen thousand one hundred eighty-nine (18189) to ninety-five (95) in five (5) minutes. A review of the event logs showed they were overwritten due to the use of the device. The battery conditioning procedure would test the charging circuitry of the suspect pcu and the condition of the battery. The pcu was plugged into ac power and was powered on in maintenance mode. The fast battery conditioning test was selected and started. After twelve (12) hours the duration of the test was noted to be at 00:00 without changing. The pcu was disconnected from the ac power. The suspect power supply board was replaced with a known-good part for laboratory testing purposes only, after replacing it, the pcu was powered on again successfully. Subsequently, the pcu was plugged into ac power and was powered on in maintenance mode. The fast battery conditioning test was re-attempted and successfully completed. The results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 4034 mah. The capacity was noted between 4000 mah and 4500 mah which is a battery good to use. The pcu was connected to the dchu lab power cycler fixture, after 30 minutes plugged into the ac, it was unplugged from the outlet for 30 minutes, and this process was repeated for 48 hours. After the completion of the 48 hours, there was no sign of the pcu shutting down, the device completed the test with no issues or errors noted. The pcu was power cycled twenty (20) times to check for any errors or alarms, the reported code was not reproduced. The bd alaris user manual v12.3.2 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed software fault code 255-202-2. There was no patient involvement.